Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient generator was unable to be interrogated during clinic visit. The patient's mother believes the generator battery may be dead, as patient has been having an increase in seizures of 2-3 per day. The physician's assessment of the cause of seizures is low vns battery. The patient came to them as new patient. It was unknown if patient's seizures were above, at, or below pre-vns baselines. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Provider later reported that their programming system is working appropriately. On last clinic visit, vns interrogation was attempted but could not link to device. The patient moved from different provider and did not have what her previous settings are so they do not know what she is set at. Using the battery longevity tables and the settings she was initially at, it is likely this patient's device is depleted. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient underwent a battery replacement which was noted to be due to battery depletion explanted device has not been received to date. No other relevant information has been received to date.